Manufacturer narrative:
The reported event of missing egms during diagnostic testing and loss of pacing could not be confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of pacing was observed on the device during the implant procedure. As a result the patient experienced asystole and required external pacing. The leads were tested with the pacing system analyzer and they were working as expected. The system was reconnected and the device was pacing as expected. The device remained implanted and the patient was in stable condition.